Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was returned by the customer in support of this complaint for catalog 367846, lot number 3257775. Visual examination of the photo was performed and revealed fm on the inside of the tube. There is a long string like particle on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® edta 2k there was foreign matter contaminating the tube. There was no report of impact to the patient or user.